Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the devices activity log explains what occurred during the event. After power up on (B)(6) 2025, the sync option is turned on very quickly and appears to have been inadvertent. Sync is removed, and the energy is successfully delivered to the patient. The device passed all testing including sync button operation.the device appears to be operating as intended. The device was certified and returned to the customer. No emerging trend based on similar reports

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.